Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic where it was noted that the right ventricular lead was not capturing. It was also noted that the sensing had decreased and that the impedance remained unchanged. An x-ray was taken which showed macro dislodgement of the lead from the outflow track to the right ventricular apex. The physician decided to observe and not intervene.